Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a flipcutter ii broke inside of the knee of a patient. Update 09-jun-2020: further information was provided that the tip of the flipcutter broke off while making the tibial tunnel during an anterior cruciate ligament reconstruction. The surgeon was not able to retrieve the part out of the patient and the surgery was finished successfully. The surgeon reported that after an MRI it could be confirmed that the part can remain inside the patient and it will not interfere with daily movements or danger the surrounding tissues.